Event description:
The customer reported via phone call that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the low suspend feature of the insulin pump alarmed. The customer reported that the insulin pump activated the low suspend alarm with a sensor glucose reading of 2.5 mmol/l when the customer's actual blood glucose level was 8.5 mmol/l. The customer performed troubleshooting. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.